Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. According to the customer, there was no delay in the start of pre-cleaning, the air water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, and the air water nozzle was cleaned with lint-free cloths/brushes/sponges. It is unknown if the customer flushed the air water nozzle with detergent solution. According to the customer, cleaning device kagami-naishi was used. The evaluation found that due to deformation of the zoom lever, water tightness was lost, switch 2 had a scratch, switch 3 had a scratch, switch 4 had wear, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the protector of the universal cord on the suction connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced an angle knob abnormality and a decrease in water tightness. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.